Manufacturer narrative:
The customer's meter and test strips were requested for return. The retention customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the dade innovin method. At 9:00 am the meter result was 3.6 inr. At 9:15 am the laboratory result was 2.2 inr. The customer's therapeutic range is 2.0 - 4.0 inr. There was no allegation of an adverse event. The customer has had some fluid retention and has had an increase in their lasix.